Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Healthcare professional later reported rupture. This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of rupture/ capsular contracture was received on july 12, 2024, with lot number 3419930. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Healthcare professional later reported rupture. This record is for left side. The device has been explanted and replaced.